Event description:
Bedside registered nurse was changing out the tubing for fentanyl. When she disconnected the tubing from the patient, the end of the alaris pump module low sorbing set that is on the outside of the tubing had a piece of plastic break off. Original packaging not available so unsure of lot number or device ID.

Event description:
Bedside registered nurse was changing out the tubing for fentanyl. When she disconnected the tubing from the patient, the end of the alaris pump module low sorbing set that is on the outside of the tubing had a piece of plastic break off. Original packaging not available so unsure of lot number or device ID.